Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that his blood glucose value was 240 mg/dl and now it is reading over 400 mg/dl. Customer¿s blood glucose value at time of incident was 240 mg/dl and current blood glucose value was 388 mg/dl. Customer treated with manual injections. The drive support cap was normal. Customer was wanting to stop high blood glucose value troubleshooting due to the cannula not being inserted into his body and stating that was the cause of his high blood glucose value. Insulin pump will not be returned for analysis.